Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a power interrupt message that prevented a field service engineer from completing a software update. It was noted that the device was not recognizing the installed battery and that an operational check could not be performed on the device due to the power related failure. The customer requested that the device be returned for bench repair. There was no reported patient involvement.